Event description:
It was reported that before a laparoscopic sleeve gastrectomy procedure; the device was making a screeching noise when testing. The surgical technologist re-tightened device without resolution. The generator was instructing staff to tighten device and retest. Device was not used on the patient. The procedure was completed with same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Missing sheath. The device was returned in good physical condition. The device was tested with a generator and was functional, during functional testing, the device performed as expected, no alert screens were displayed. It is possible that the unexpected noise heard could be the blade not properly attached to the handpiece. The device was disassembled to inspect the internal components and the sheath of the blade was missing. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. No conclusions could be reached on how the sheath of the blade was missing.